Manufacturer narrative:
Additional investigation identified foreign metal particles containing chromium and cobalt on the distal end of the driveshaft. Chromium and cobalt are not contained in the oad and are a common stent alloy. The exact root cause of the foreign metal is unknown. Csi ID# (B)(4).

Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. Upon examination, the driveshaft was found to be fractured at the proximal edge of the crown weld location. The proximal spring tip of the guide wire was engaged within the driveshaft tip bushing, however, there was no other damage to the guide wire that would have contributed to the reported event. Scanning electron microscopy identified evidence of fatigue striations on the fractured faces of the driveshaft filars, indicating that the driveshaft may have undergone excessive flexing near the crown due spinning in excessive tortuosity or resistance, which can initiate a fatigue failure. However, the root cause of the driveshaft fracture was undetermined. Adhered biological material was observed on the distal edge of the crown, however, examination in the area of the material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulated biological material is unknown. The oad was found to operate at both speeds with no abnormalities observed. At the conclusion of the device analysis investigation, the report of a fractured oad driveshaft was confirmed, however, the reports that the device stopped spinning and crown jumping occurred were not conclusively confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, a device malfunction occurred with the diamondback coronary orbital atherectomy device (oad). A lesion was treated in the left anterior descending artery successfully. A type c ostial lesion was then treated in the proximal circumflex branch of the left coronary artery. After two runs in the proximal circumflex branch, the crown had moved unexpectedly, and the oad stopped spinning. When the guide wire and oad was removed from the patient, the tip of the driveshaft was noted to be separated from the crown and remained on the guide wire during removal. It was noted the procedure was completed with balloon angioplasty and stenting, and there were no patient complications. The patient was reported to have been doing well after the procedure.